Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported having pain at the implant site over the last 3 years without processor use (not worn the processor since 2022). She has never perceived benefit from her implant. The user will be explanted, however, no date has been set.

Manufacturer narrative:
Additional information: according to information received, the recipient has experienced pressure pain at the implant site. The recipient reported similar complaints with the previous device. The pain appears to be multifactorial in nature, including the presence of the implant and the recipient's preexisting medical conditions. Further, an unsatisfactory benefit was reported, although the recipient was a non-user. In situ measurements show a fully functional device. An incomplete insertion was reported at implantation due to preoperatively diagnosed cochlear ossification, with additional migration suspected. The recipient's medical history might have further contributed to the reported lack of benefit. Device explantation is considered.

Event description:
The user reported having pain at the implant site without processor use. The user will be explanted, however, no date has been set.